Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09913. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a cut by the guidewire in the left apex caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During tmvr procedure using a 29mm sapien 3 (s3) case by transfemoral approach in mitral position inside a pre-existing 29mm perimount valve (viv procedure). Initially, it was very difficult to pass the surgical perimount valve with the s3. After successful implantation, the patient's pressure dropped down and reanimation was provided. Pericardial tamponade was recognized by echo and treated with a punction. The patient was connected to ECMO and converted to cardiac surgery. A cut from the guidewire was found in the left apex and it was sutured. After successful closure, the echo showed a non-working sapien 3 valve. A thrombus acutely disabled the function of the 29mm s3 valve. A claret was introduced, again ts ballooning (2 x) with a 25 mm edwards balloon catheter of the s3 in mitral position to mobilize the leaflets. The thrombus was still recognized with a semi-functioning s3. The procedure was finished and, again, the pressure dropped down and pericardial tamponade was found by echo. It was decided, together with the family of the patient, to stop active therapy regarding the advanced decision of the patient. The patient is still alive in the ICU. Patient demographics are unable to be obtained at this time.